Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration)."

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a rash that occurred on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient's rash was located at the arm, with itching, redness and small bumps. Affected area was treated with triamcinolone acetonide 0.1%, prescribed by physician on (B)(6) 2016. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.